Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen. The patient experienced a sensor failure which occurred on an unspecified day after the sensor was inserted into the abdomen. On 12/31/2023, the patient reported that their sensor failed, and the patient did not attempt to replace it with a new one. Of note, there were no manual bg meter readings taken by the patient. After a few hours, the patient started experiencing nausea and vomiting. The patient¿s husband called 911 and the patient was transported to the hospital. At the hospital, the patient¿s bg meter reading was ¿over 600 mg/dl¿. The patient was treated with insulin and an unspecified IV. The patient does not recall any further event details. The patient was hospitalized for 2 weeks. The patient feels fine at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.